Event description:
The surgeon stated that he felt like something was stuck inside the adaptor right before the tip. As he passed the drill through the adaptor, a metal click could be heard as the drill bit hit against something. The surgeon pushed passed this in order to pass the drill bit fully through the adaptor. This caused a one to two minute delay per electrode. There were 14 electrodes placed, so this caused between a 14 to 28 minute delay in total.

Manufacturer narrative:
Corrected data: b4 date of this report. D4 additional device information : information provided in the initial medwatch was not correct. Model number, serial number and lot number were corrected. G4 date received by manufacturer. H2 if follow-up, what type. H3 device evaluated by manufacturer. H6 event problem and evaluation codes. On (B)(6) 2019, it was reported that a drill bit became jammed in drill adaptor mt-02-128 s15004 (zb internal reference (B)(4). Then, on (B)(6) 2019, it was reported that it was difficult to insert drill bits into drill adaptor mt-02-128 s15004 (zb internal reference (B)(4), subject complaint). This part was not returned at the manufacturing site for investigation. On (B)(6) 2019, the field service engineer (fse) who reported the two complaints advised cht that the drill adaptor mt-02-128 s15004 was part of the instrumentation of the device rosa 2.5 that was previously used by the hospital. Further investigation showed that there is no compatibility issue with the drill adaptor. Indeed, drill adaptor mt-02-128 s15004, part number rosas00082 can be used with devices rosa 2.5 and rosa brain 3.0 according to compatibility documentation available. However, fse stated also that since the customer use the new drill adaptor, there was no new occurrence of this type of issue. The new drill adaptor used was manufactured according to an old drawing whereas drill adaptor mt-02-128 s15004, involved in the complaints, was manufactured according to a new drawing. A hardware engineer reviewed the drawings and stated that there was no functional difference between those two drawings and that the use of the drill adaptor is not impacted by the change of design. With all those information, it can be concluded that the cause of those two events is that the drill adaptor was wore. Indeed, this drill adaptor was used for 3 years and 10 months before it showed signs of failure.

Manufacturer narrative:
(B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
The surgeon stated that he felt like something was stuck inside the adaptor right before the tip. As he passed the drill through the adaptor, a metal click could be heard as the drill bit hit against something. The surgeon pushed passed this in order to pass the drill bit fully through the adaptor. This caused a one to two minute delay per electrode. There were 14 electrodes placed, so this caused between a 14 to 28 minute delay in total.